Manufacturer narrative:
Received only the catheter for evaluation. The reported event was confirmed with an unknown cause. No visual defect was noted on the returned sample. Per the functional evaluation, the sample was inflated with water and observed water leaking through the inflation funnel. The catheter was dissected and a pinhole was observed on the rubberize layer of the inflation lumen. The pinhole was examined under microscope and noted to be long and not smooth. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "contraindications method for use: do not reuse. Do not resterilize. This device contains 10% povidone-iodine, for patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" (B)(4).

Event description:
It was reported that balloon damage was confirmed by the facility during a pretest. It was later reported that there was no missing pieces observed by medicon inhouse inspection. Per the sample evaluation, the balloon did not burst and it was a deflation issue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that balloon damage was confirmed by the facility during a pretest. It was later reported that there was no missing pieces observed by (B)(6) inhouse inspection.